Event description:
The user received a questionable creatinine jaffe generation 2 (creatinine) result for one patient plasma sample from a lithium heparin separator tube. The initial result was 2.5 mg/dl and was reported outside the laboratory. On (B)(6) 2011, the patient was redrawn and a result of 0.4 mg/dl was generated for that sample. The original sample was then repeated on (B)(6) 2011 with a result of 0.3 mg/dl twice. The repeat result was considered to be correct. The user stated the patient had to have additional blood work and follow up with the doctor. He was not aware of any adverse event for the patient. The creatinine reagent lot number was 64117401. The field service representative could not determine a cause and could not reproduce the error. He noticed the check test results for the sample system were high so he replaced a sample transfer probe. To verify the analyzer operation, he ran performance testing without error and with results within specifications. He also ran precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The customer has not reported further events since the service visit. No adverse event was reported.